Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Customer provided a loaner unit while unit is returned to company's repair center for further evaluation.